Event description:
Patient underwent left total knee arthroplasty in 1988. In may, 1989 patella dome and tibial articulator replaced.patient has been experiencing left knee pain increasing with ambulation and decreased strength. She ambulates with an antalgic gait with minor limp to the left.on 6/10/94 patient underwent revision of left knee arthroplasty with femoral component and tibial plate and articulator removed and relaced for loosening.femoral and tibial components were felt to be barely cemented on to the bone and somewhat loose with a failure of the bone cement interface.